Event description:
It was reported that the device could not be interrogated with multiple programmers, and different wand and room positions. The patient reported receiving a shot a few days earlier and feeling tired ever since. The device was explanted and replaced.

Manufacturer narrative:
The reported inability to interrogate was confirmed in the laboratory. The loss of communication was caused by a discrepant integrated circuit. The pacing and defib functions were intact as received.